Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing syncope. It was noted that there were an increased number of short v-v intervals on the right ventricular (rv) lead. The ventricular tachycardia (vt) - non-sustained episodes were also evident of oversensing non-intrinsic activity. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.